Manufacturer narrative:
The insulin pump was unit received with constant a32 and e22 alarms, the problem isolated to the mother board. Unable to perform displacement test and operating currents due to constant a32 and e22 alarms. No blank display noted. The insulin pump has scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose was 92 mg/dl .the customer stated that they had called a few days prior regarding a battery out limit alarm and were advised that the device needed to be replaced, but the customer had declined the replacement at that time because they were able to get the device to work. At the time of the recent call the customer stated that they used a lithium battery and the threads of the battery compartment were a little worn. Troubleshooting was performed; the customer tried inserting new, alkaline and lithium batteries, but the display did not return. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)